Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 190 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Customer stated that the insulin pup was exposed to sweat that could have led to button error or keypad anomaly. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Customer also reported to have experienced a high blood glucose of in the 400's mg/dl while waiting for the insulin pump replacement. Customer treated with manual injection and no high blood glucose troubleshooting was performed.